Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Initial insertion of PICC uneventful. PICC flushed and no damage noted. After patient on ward for some time, it was noted there were 2 different spots externally that were leaking. Patient returned, and upon flushing noted that there was one hole in each lumen (in two different spots).

Manufacturer narrative:
Received a 2.6f double lumen vascu PICC with cuff. A visual inspection revealed the catheter to be trimmed to the 17cm mark. A functional evaluation revealed two holes in the lumen-one near the cuff and the second near the lumen to hub juncture. The device was sent to our engineering department for further evaluation. The supplier that extrudes the lumen (leak at cuff) reviewed their processes and tooling and found several possible contributing factors. While no definitive root cause could be determined, the supplier did make several changes in order to help minimize this type of occurrence. The leak in the lumen near the hub was most likely caused by the stylet interaction. The stiffening stylet can stick inside the lumen during retraction if not flushed with saline or if the catheters lumen is bent or coiled. It is recommended that the lumen is flushed and allowed to remain as straight as possible before retracting the stiffening stylet. If bunching occurs, release the pressure on the stylet and start again with a slow steady motion.